Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detected on the bus, and the lights on the drawer motherboard were off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 4 not detected on bus. The field service engineer (fse) found all lights on the module controller board were off and replaced the module controller board. All cables were reconnected, and the drawer began functioning normally again. The system functioned as intended after the field service engineer (fse) repaired the device.